Manufacturer narrative:
E1: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced infusion set was accidentally pulled out event on (B)(6) 2026 during use due to tubing catching on something or pump falling and patient experienced high blood glucose level and treated with bolus via pump.